Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak cannot be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the 4x60 mm armada percutaneous transluminal angioplasty (pta) catheter, when pulling negative, there were continuous air bubbles seen. A leak was indicated; therefore, the device was not used and there was no patient involvement. A new same size device was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.